Event description:
It was reported that less than one hour after implant, the patient received inappropriate therapies. The device was explanted and replaced. The lead was inspected, with no insulation problems or breakage noted, so it was reused. No patient complications were reported as a result of this event.